Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp fully closed which resulted in a leak ¿from the area where the mincap meets the dark blue area of the transfer set¿. This was further described as, the patient had received a routine transfer set change earlier that day and that night before connecting for therapy, the patient noted the leak. This was observed during use of the device for peritoneal dialysis therapy. To remedy the issue, the transfer set was replaced. There was no report of patient injury, however the patient received prophylactic antibiotic treatment as a precautionary measure. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.